Event description:
On september 22, 2018, the lay user/patient¿s husband contacted lifescan (lfs) USA alleging that her onetouch ultra 2 meter displayed an inaccurately high result compared to her feelings/ normal results. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at 7:07 am. The reporter claimed the patient obtained a blood glucose reading of ¿245 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lifescan to determine an inaccuracy. The patient manages her diabetes with metformin 250mg daily and the reporter denied the patient made any changes to her usual diabetes management routine as a result of the alleged inaccuracy issue. The reporter informed the csr that at 8 am while the patient was at work she developed symptoms of ¿dizzy¿ and ¿couldn't walk¿ and in response to these symptoms her work colleagues helped her sit down in a wheelchair and assisted her into another room. It was reported that 2 hours later at approximately 10:30 am the reporter took the patient to the doctor¿s office and her blood glucose was immediately tested with the doctor¿s meter and a result of ¿98 mg/dl¿ was obtained. The doctor advised the patient to rest for 2 days. There was no report of any further treatment or medical intervention received as a result of the alleged inaccuracy issue. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the test strips had not been open longer than the discard date, had not expired, and had been stored correctly. The patient did not have control solution to perform a quality test on the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged high result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.